Manufacturer narrative:
Results: the pump was able to reach -25 inhg on the gauge attached to the pump housing. The pump was able to reach -24.5 inhg on the calibrated gauge. The pump max housing was opened by the penumbra investigator and no visible damage was observed. Conclusions: evaluation of the returned device revealed that the pump max was able to reach vacuum pressure within specification.. The pump max was plugged in and powered on. The vacuum pressure was increased and decreased using the regulator knob. The pump max was capable of reaching -25 inhg on the gauge attached to the pump housing and able to reach 24.5 inhg on the calibrated gauge. The pump housing was opened by the penumbra investigator and no visible damage was observed. The root cause of the reported issue could not be determined. The cat8 referred to in the complaint was not returned for evaluation. Penumbra pumps are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00519.

Event description:
The patient was undergoing a thombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8) and a penumbra system pump max 110v (pump max). During the procedure, while attempting to advance a cat8 into and down the sfa using a non-penumbra sheath, the distal end of the cat8 became bent; therefore, it was removed. It was also noted that the pump max would only reach -25 inhg. The procedure was completed using a new pump max, a new cat8 and the same sheath. There was no report of an adverse effect to the patient.